Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient blood glucose levels had been ranging from 235 up to 478 mg/dl the past few weeks. Symptoms included polyuria, polydipsia, and symptoms of dehydration. During troubleshooting, customer support's review of the bolus history for the past 3 days found that the bolus totals do not match (>5% different). This complaint is being reported because the patient experienced hyperglycemia and the discrepancy in the bolus history was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: unable to duplicate the complaint. The black box shows an alarm on (B)(6) 2015 06:28; 3.55u of a 7.55u bolus was delivered due to the warning; a 4.00u bolus followed immediately at 06:29. A replace cartridge alarm recorded on (B)(6) 2015 08:52; deliveries resumed at 10:04. Successfully performed a 10u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. A 10u bolus was delivered from a test meter to the pump with no alarms duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked on the side at the threads. Damage to the pump case was observed near the upper right corner between the display lens and the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.